Event description:
The reporter called regarding baclofen pump manufactured by medtronic. The reporter mentioned he is using the pump for relieve from muscle spasm which helps him to walk after he suffered herniation of disc which lead to spinal nerve pinching in 2015. The pump was replaced in (B)(6) 2023 as battery reached end of life. After a month the new pump catheter was not working and glued to his skin. The reporter stated," I have abdominal pain, abdominal swelling, shortness of breath and balance issues." The reporter consulted doctor and leak in catheter was noted. He underwent EKG(electrocardiogram) and x ray investigation. The reports are normal.